Event description:
Pt self tester reports discrepant results with meter compared to lab. Lab draw done 15 minutes before inratio result. Pt's target therapeutic range is 2.5-3.5. Pt started taking avelox a week ago and has 3 more weeks on the regimen.

Manufacturer narrative:
Investigation pending.